Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use on (B)(6) 2024. The first event occur due to pulled out during use due to tubing catching on something or pump falling and rest of events during use. Infusion set has been used for few hours for first event and 1 day for rest of the events. The blood glucose level for first event was 380 mg/dl and the patient was treated with correction bolus via pump and infusion set was changed. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.